Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms have occurred since (B)(6) during bolus. The customer's blood glucose was not impacted. The customer would change supplies when the occlusion alarms occurred and had changed supplies again prior to contacting tandem technical support, a system check was performed and the cartridge and tubing was found to be the cause of the alarm. The customer disconnected from the luer lock and indicated that the insulin is "white and gel-like." However, the customer stated that the pump has not been exposed to any extreme temperatures today and the insulin looked fine when the cartridge was loaded earlier today. It was indicated that the customer had manual injections available for alternate insulin therapy.